Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the dimming not working and the endoscopic image being too bright or too dark could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. And the reported issue was not confirmed. During evaluation, it was observed, normal wear and tear was noted on the housing and bad socket mechanism was noted. The investigation is ongoing. And a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, that the evis exera iii video system center's brightness will not auto adjust, and that the communication port in the back is possibly defective. The issue was found during a procedure. There were no reports of patient harm.